Manufacturer narrative:
When removing the cypher select plus stent out of the package, the physician noted that the "struts were protruding out of the stent". There was no difficulty removing the device from the package. The device was not clinically used. One non-sterile cypher select + 2.75x23 mm was received coiled inside a plastic bag. The stent was received between proximal and distal marker bands. The struts at the distal area were uplifted. Three kinks were found at 15.8, 16, and 17.4 cm, from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. No other damages were found. During microscopic analysis struts uplifted at distal area were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported out of shape-strut uplift of the stent was confirmed. The exact cause of the failures reported by the customer complaint could not be determined. Neither the DHR review not the product analysis suggests that the reported failures and stent condition are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
This device crb (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4) device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
When removing the cypher select plus stent out of the package, the physician noted that the struts were protruding out of the stent. There was no difficulty removing the device from the package. The device was not used and will be returned.